Event description:
Boston scientific crm received information that this device was explanted after it reverted to safety core mode during open heart surgery. It was suspected that the electrocautery was too close to the device during the procedure. No other adverse patient effects were observed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the crt-d was performed. The device was confirmed to be in safety core. Review of stored memory verified that the device experienced four system resets during the time of electrocautery use, which caused the device to go into safety core. Of note, cognis devices have been specifically designed such that if three system resets occur within approximately 48 hours, a device will enter safety core. The behavior of this crt-d is consistent with devices that have reverted to safety core due to electrocautery. This issue is discussed in our q2 2010 product performance report.